Event description:
Got essure implanted on (B)(6) 2012 and it has been a nightmare. Never had an issue with menses in my life and now; I bleed; never on a normal cycle and it's so bad it's as if I had just given birth. Never had a weight problem; I have gained over 50 lbs. Feel a pinching sensation regularly on my right side in the pelvic region. Excessive fluid retention which never was there prior. I am having an ultrasound today to see what's going on. I want the essure removed as soon as possible.